Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a skin reaction from the sensor patch adhesive. Sensor was inserted at the abdomen on (B)(6) 2015. Patient described the skin reaction as a red, itchy, bleeding rash underneath the sensor adhesive. Patient treats the affected area with desoximetasone/topicort, prescribed by her physician on (B)(6) 2015, for tape allergy. At the time of contact, patient reported current condition as fine. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).